Event description:
The customer reported that during a chemotherapy infusion, they identified a separation below the drip chamber of the burette which resulted in a cytotoxic spillage. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.

Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.